Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The covidien service engineer was called to upload the software. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, a ventilator stopped cycling. There was no patient involvement.